Event description:
It was reported that pump declared cartridge change error during use. There was no adverse impact to the customer¿s blood glucose level. Customer worked with technical support to remove pump from case, inspect cartridge and o-ring, clean pneumatic tap area, remove extra o-ring, and reload cartridge, and customer successfully completed load process and resumed insulin delivery, with no additional information reported regarding any further issues.